Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had already had their interstim device explanted because the device was not helpful for the patient since implant. The system was removed in 2016 and the patient noted that a part of the lead was left inside of his body.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vgl1, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy and that therapy had never worked since implant. He felt stimulation and his physician was aware that therapy was not working. The patient had several adjustments, but nothing had helped. His groin area was sore after an adjustment with a manufacturer representative in (B)(6) 2015. He also had a bladder infection in (B)(6), the infection was confirmed, and he had been on oral antibiotics for nine days. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0vgl1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) had not worked since implant; the patient felt a burning in his left side groin and was considering getting the device removed. The healthcare provider (hcp) reportedly stated the device was just working on one side while 3 out of the 4 programs did not work.